Event description:
Customer reports the programmable shunt failed. The failure was very quick and without warning signs or symptoms. Customer reports the info given was incomplete and the shunt setting can be reset with any magnet. Pt and event related info has been obliterated on the medwatch report. Add'l info was provided by medical assistant in doctor's office. The pediatric pt passed away about five months after shunt implantation. Pt was on a camping trip and suffered a cerebral hemorrhage. Another surgeon treated the pt in the emergency room.